Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 600 mg/dl. It was stated that the customer changed the infusion set, and gave a 10 unit bolus, but the customer's blood glucose levels remained elevated. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.